Event description:
It was reported that this right ventricular (rv) lead captured low amplitude. Technical services (ts) noted fluctuations in rv pacing percentages decreased. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).